Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Further, the expanded stent outer diameter is verified in the compliance test of a defined amount of samples which is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission 3.0/30 drug-eluting stent system was selected for treatment of the lad. Upon post-dilatation it was noticed that the stent has migrated in distal direction. The target lesion was treated with another stent and the orsiro mission was adapted against the vessel wall.